Event description:
Customer reported unexpected negative results when testing a sample using panoscreen I and ii. The patient was transfused with 2 units of rbc's (one unit was jkb positive) and returned to her doctor feeling ill 13 days later. A repeat antibody screen was performed on the patient sample. The results were negative by tube method and weakly positive by gel method. Anti-jkb was identified. The patient's antibody screen was historically negative.

Manufacturer narrative:
Confirmed the reactivity of the jkb antigen on retention panoscreen I and ii lot 14092. Retention panoscreen I and ii, lot 10040 was expired when complaint was received. Reviewed DHR for panoscreen lot 10040 I and ii related to jkb antigen at the time of release of product. Reactivity of the jk(b) antigen: bulk testing: both cells = 2s (control 2+). Final release testing: test not required for jk(b). The antibody appears to have been in a concentration too low to be detected by the test method employed.